Manufacturer narrative:
A patient experiencing leg weakness was reported to abbott. The patient's entire system was explanted, no product returning. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Medwatch reports received mw5148822 and mw5148823 documents information in the original report.

Event description:
It was reported that the patient was experiencing leg weakness leading to paralysis due to stenosis and scar tissue found around the patient's lead site. It was noted that the patient underwent several unrelated medical treatments and procedures including spinal fusions prior to experiencing the aforementioned leg weakness. Surgical intervention was undertaken on (b)(3) 2023 wherein the patient's scs system was removed. Stenosis decompression was confirmed to be successful following the procedure. Patient is reportedly undergoing further rehabilitation to address the issue.